Event description:
This is filed because clip ((B)(4)) detached from one leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) resulting in an increase in mr and required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The first clip ((B)(4)) was implanted on the mitral valve leaflets and the mr was reduced to 1-2. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve leaflets. A sufficient leaflet grasp was confirmed but there was a significant eccentric jet in the clip area and the mr increased to 3 for an unknown reason. The clip was inverted but during retraction, resistance was noted. It is unknown what the resistance was with. The cds was moved slightly anterior and posterior, and then retracted into the atrium. It was noted that when the gripper lever was retracted, the grippers where down; therefore, it was suspected that the gripper line broke. The cds was removed. A new cds ((B)(4)) was advanced to the mitral valve leaflets. After four grasps, the clip was deployed and the mr remained at 3; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade was 4. The anterior leaflet seemed to be very mobile as well; therefore, the patient underwent surgical mitral valve replacement with a mechanical mitral valve. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patent and device information. Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system ((B)(4)) is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality issue associated with this device. The reported patient effect of mitral regurgitation (worsening) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents were reported for single leaflet device attachment (slda) from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.